Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: asa 325mg daily, atorvastatin 40mg daily, norco 5/325mg pph, multivitamin daily. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with four gore® excluder® aaa endoprosthesis featuring c3® delivery system. During the procedure it was reported that a contralateral leg component was advanced within the sheath and the device was inadvertenly deployed within the sheath. The device and sheath were removed together and another contralateral leg component was used to successfully complete the procedure. The patient tolerated the procedure. There was no deficiency of the device reported.